Manufacturer narrative:
No device was returned for evaluation and no images provided so the complaint could not be confirmed. Review of the reported event noted after placement the device failed to distract and had to be removed but a description of damage was not provided. Interview with rep and additional complaints noted the inserters being utilized we thought to be defective. The devices were reportedly returned but unable to be located or confirmed. Due to a lack of information received no definitive root cause could be determined although review of this and similar reported events suggests incomplete inserter attachment, improper activation rotation and gear damage, physical obstruction and or inserter dysfunction as likely cause or contributors. No additional investigation can be completed at this time, should the device be returned for evaluation and additional investigation will be completed. Manufacturing review: no material or lot code information was provided so a complete manufacturing review could not be completed. Labeling review: "warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. The correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. To help ensure proper inserter/implant engagement, the inserter¿s-colored distal tip must face up toward the like-colored spinning sleeve of the implant..." "Single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly..." 9400903-en m-2022-12. "...once the core is either in its fully compressed or fully expanded state, do not continue to rotate the teardrop handle. Over-expanding or over compressing may result in implant stripping..." 9500968 c.

Event description:
We had to pull the cage out since it failed to distract.